Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that electrodes 9 and 13 were out. The rep said the patient presented with all programs in a state of out of regulation (oor). The patient could not increase simulation. The patient said they were in an accident where they were involved in an explosion and they were thrown back into a wall. The rep did an impedance check and #9 and #15 were over 40,000. The rep tried to program on that lead using the other electrodes and still got very early oor readings. The rep was able to get bi lateral coverage using the 0-7 lead and patient was happy with that coverage. It was noted that the issue was resolved at the time of this report. No symptoms were reported. No further complications were reported/anticipated.